Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2022-05080. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to diodes on the monitor board. The monitor board was replaced to resolve the report. The dock connector was replaced as a pre-caution the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.